Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix did not extend due to distal conductor distortion and fracture in the connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix had difficulty extending and retracting when attempting to reposition the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.